Event description:
Md attempting access per saphenous vein graft for elective procedure. When md pulled balloon and wire back to re-direct, the distal tip of the wire sheared off and migrated down distal branch of the native circumflex artery. Attempted retrieval for 4.5 hrs; attempts unsuccessful. Balloon mounted on guide wire, cougar wire in obtuse marginal. Dates of use: one day in 2008. Diagnosis or reason for use: percutaneous coronary intervention.